Event description:
It was reported to tyco/healthcare/kendall qa in 2001 that a dialysis catheter was allegedly occluded. The physician was able to replace the catheter without difficulty. No harm or injury to the pt.